Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated that the concentrator has an alarming issue.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that sieve beds were saturated causing the unit to alarm; however, the power switch was defective causing the alarm to be a lower volume than normal, which confirmed the original complaint issue.

Event description:
The dealer stated that the concentrator has an alarming issue.